Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference, or user reused test strip, or user's test strip had poor fill.

Event description:
Consumer complaint of low blood result. Expected blood glucose results not fasting range from 100 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call refused. Verified storage of test strips is within specification since they are kept in living area. Test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is about 1 to 2 weeks ago. Recall test results performed from meter memory: 69mg/dl, (B)(6) 2014, 09:20:00 pm, not fasting; 69mg/dl, (B)(6) 2014, 06:25:00 am, fasting; 107mg/dl, (B)(6) 2014, 05:44:00 am, fasting; 80mg/dl, (B)(6) 2014, 12:28:00 pm, not fasting; 75mg/dl, (B)(6) 2014, 06:20:00 pm, not fasting. Adverse event not reported.